Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.  (B)(4) device was received for evaluation; (B)(4) event was confirmed during testing. (B)(4) device was found to be affected by damaged face gear and worn support assembly.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device produced metal shavings. There was no patient involvement; no patient impact.